Event description:
It was observed during inspection of the device, the light guide lens, the adhesive of the objective lens and the grooves of the connecting tube of the colonovideoscope had white foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified, and the cause of the foreign material that remained in the device was likely due to the fact that the reprocessing was not conducted properly due to leakage from the flexibility adjustment ring and bending section cover. However, a definitive root cause could not be determined. The instruction manual states the detection method associated with the event in "gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection", and preventative measures in "gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope". Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during inspection of the device, the light guide lens, the adhesive of the objective lens, connecting tube and auxiliary water channel of the colonovideoscope had white foreign material. There were no reports of patient involvement.